Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had, is had and throughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair with the use of s90 electrodes; 2 of the 3 electrodes had some of their black insulating material of the shaft, towards the distal end of the devices, flake off into the pt's body. The surgeon "tried" to remove all of the debris; the procedure was concluded successfully without further issue or harm to the pt. Also see associated MDR 1221934-2011-00148.